Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: according to the information provided, it was reported that during the surgery of right knee meniscus suture, after 1st firing with 228141, two plate were deployed at the same time. After 1st firing with 228142, could not deploy the plate. Changed another needle with this gun, could perform firing. The surgeon suspect this is only related to needle issue. The complaint device was received and evaluated visually. Visual observations revealed that the first needle has implants in good conditions and not damaged was found in the silicon sleeve. One implant it is in released position attached on the suture, but the other was within needle channel (attached to suture) of the silicon sleeve. The suture appeared to be previously deployed. It was tested for its functionality with a test ominispan gun and following the surgical technique and the specifications, the needle was loaded and locked as intended, after one attempt to press the gray trigger to deploy the implant, it was released. Therefore, this complaint cannot be confirmed. We cannot determine what caused the user to experience the reported event; we cannot discern a root cause for the reported failure mode. The possible root cause can be related when loading rod (red trigger) is being pressed accidentally before pressing the deployment rod (grey trigger). Also, it could be attribute when more pressure was required on the gray trigger to deploy. However, it cannot be conclusively affirmed. A manufacturing record evaluation was performed for the finished device [5l95541] number, and no non-conformances were identified. At this time, no corrective action is required, and no further action is warranted, as the device was repaired and is fully functional. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field. UDI: (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d10, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
It was reported by affiliate via complaint submission tool that during the surgery of right knee meniscus suture, after 1st firing with 228141, two plate were deployed at the same time. After 1st firing with 228142, could not deploy the plate. Changed another needle with this gun, could perform firing. So the surgeon suspect this is only related to needle issue. There were no adverse consequences to the patient. No additional information could be provided. The devices are not available to be returned for evaluation